Event description:
The asp field svc engineer (fse) reported, "smoke" coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil filter assembly. He upgraded it to the new alcatel filter assembly. He ran a leak back and didn't notice the "smoke" coming from the filter assembly. He reset the unit and ran an empty test cycle, and the sys met specifications.